Manufacturer narrative:
As part of the investigation, olympus followed up with the customer to obtain additional details regarding the reported event, but no new information was provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the coupler was damaged. Additionally, the device evaluation found the video connector failed the air/water leak test. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use manual provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment. To be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the high-definition autoclavable camera head has "broken pieces" (not specified). There were no reports of patient harm.